Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lumps, pain, seroma, rupture.

Event description:
Patient reported left side "lumps, pain, and fluid behind implant with potential rupture." Device remains implanted.

Event description:
Healthcare professional confirmed the device was not ruptured. Patient reported capsular contracture, baker grade unknown.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event.

Event description:
Patient later reported "samples of the scar tissue and fluid taken for testing for bia-alcl", "pain, stress, anxiety", "pain in the lymph nodes", "a ¿pins and needle¿ sensation down the back of upper arm", "hardening of lumps around the implant ". Healthcare professional later reported "small volume seroma". This record is for the left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, d6b, g2, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d1, d2, d4, g4, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side "lumps, pain, and fluid behind implant with potential rupture." Healthcare professional reported seroma. The device has been explanted.